Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to the distal occlusion calibration setting was out of specification. The distal occlusion measured as 584 adc (analog to digital). Distal occlusion specification requires 500 adc +/-50. The tubing setting pressure is measured by the device via a strain gauge which converts mechanical data to a digital count. The adc count is used to set a threshold for when the device will alarm for an occlusion. The cause for the adc count being out of specification could not be determined. A calibrated tubing set was used for testing per device release specifications. This report represents all the info known by the rptr upon query by hospira personnel.